Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had a primary total hip by another surgeon. She recently saw dr. A for follow up with complaints of pain. An x-ray revealed a loose cup with 2 broken screws. Patient was revised. Surgeon noted some bone and fibrous ingrowth.